Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer has experienced high blood glucose levels. Customers health care professional believes she may have developed a resistance to humalog. Pump passed delivery system check.